Event description:
The customer reported that during a nephrectomy, oozing of approximately 25cc occurred although end tones, indicating a completed seal cycle, were heard. Vessels were 2-5mm in size. The generator was set at 2 and 3 bars during the case. Another device was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.